Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "self check failure- 1003" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported problem was verified and attributed to debris (foreign substance) being inside the flow manifold assembly and smart pneumatic module (spm) board tubing. The flow manifold assembly and smart pneumatic module were replaced to resolve the issue. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.